Event description:
It was reported a patient underwent a cardiac ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and the patient experienced av heart block requiring surgical intervention. After mapping the idiopathic vt (ventricular tachycardia) / premature ventricular contraction (pvc) in the right and left ventricles, ablation was performed along the left ventricle (lv) septum, and this is when the heart block occurred confirmed on electrocardiogram (ECG). The physician was prepared for this outcome because of the location of the parahisian pvc, requiring ablation near the bundle of his and the potential for heart block was discussed. The ablation procedure was stopped, a quad catheter was placed in the right ventricle (rv) to temporarily pace the patient's heart and then a permanent pacemaker was implanted. The patient outcome was improved. Physician's opinion on the cause was the procedure - parahisian pvc.

Manufacturer narrative:
The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. Manufacturer record evaluation cannot be conducted because the no lot number was provided by the customer. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).